Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a ruptured 70 mm thoracic aneurysm. It was reported during the index procedure post the implant of 2 valiant devices an endoleak was observed. One week post the index procedure a CT scan was performed and a suspected type iiib endoleak was identified in the distal valiant device. Additional intervention was performed. Per the physician the cause of the endoleak is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received: the intervention resolved the endoleak. Analysis summary: the reported endoleak was confirmed on the 3d film report from 6 days post-implant; however, the exact cause/type could not be determined. Pre-implant films and angiograms during implant were not available. Complete CT¿s during the endoleak event were not provided and a thorough assessment of the reported endoleak events at implant and post-implant could not be performed. Lack of angiography images showing the endoleak, which may have included possible endoleak interrogation, did not permit a more comprehensive analysis of the endoleak source/cause. It is possible that the contrast seen within the descending thoracic near the mid-point of the overlapping junction may have been a type iiib fabric endoleak. It is also possible that this was a type iiia junctional endoleak or a type ii. Analysis of the returned film report did not reveal any out of specification stent graft integrity issues that may have contributed to the endoleak. The cause of the reported type iiib endoleak seen during implant also could not be determined. It is possible that this may have been an acute type IV blush endoleak caused by fabric porosity. If information is provided in the future, a supplemental report will be issued.